Manufacturer narrative:
G4: correction: in initial report, date received by manufacturer was inadvertently reported as 3/1/2020, however the correct date is 2/27/2020. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon at the customer site performed bilateral intralase on a patient on (B)(6) 2020. No issues were noted at the intralase. When he attempted to lift the flap on the right (od) eye, he noted that the flap appeared to be free and no hinge was evident so he chose not to lift the flap and not to perform excimer treatment. The surgeon aborted and plans photorefractive keratectomy (prk) for the patient at a later date.